Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following results:the pump powered on normally with audible and vibratory tones. A rewind, load, and prime sequence were performed with no issues. A 1.0u/hr basal program was executed in the pump for a 24hr duration period; no self suspending occurred. The keypad buttons were tested and no hypersensitivity was observed. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump had automatically suspended at random. The reporter denied accidentally pressing buttons or tactile issues with the buttons. The reporter felt the pump was faulty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.